Manufacturer narrative:
Initial reporter e-mail: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿ insulin syringe needles experienced scale marking issues. The following information was provided by the initial reporter: I regret to report a box of faulty syringes which I bought last week through a pharmacy, the type is bd micro fine 0.3ml. On opening the first packet it was noticed that 2 of the syringes were out of calibration by 1 unit. I immediately took the purchase back to the chemist to show him and he agreed that these were indeed faulty. The chemist then said that because it was a private purchase and not on nhs prescription that I would have to deal with the issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-11. H6: investigation summary . Customer returned (20) 3/10cc, 8mm, 30g syringes (10 in an open poly bag, 10 in a sealed poly bag) from lot # 0076359. Customer states that the syringes were out of calibration by 1 unit. All returned syringes were tested using the plug gauge and 5 out of 10 syringes from the open poly bag and 6 out of 10 syringes from the sealed poly bag exhibited the 5 unit marking placement to be out of specifications. A review of the device history record was completed for batch# 0076359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for missing print.

Event description:
It was reported that 2 bd micro-fine¿ insulin syringe needles experienced scale marking issues. The following information was provided by the initial reporter: I regret to report a box of faulty syringes which I bought last week through a pharmacy, the type is bd micro fine 0.3ml. On opening the first packet it was noticed that 2 of the syringes were out of calibration by 1 unit. I immediately took the purchase back to the chemist to show him and he agreed that these were indeed faulty. The chemist then said that because it was a private purchase and not on nhs prescription that I would have to deal with the issue.